Event description:
Customer's father reports that he received a reading of "hi" (> 500 mg/dl) and as a result, his son gave himself insulin based on the reading. Customer passed out and chipped his tooth in the process. The paramedics were called and they treated the child with oral glucose to raise glucoe levels.

Manufacturer narrative:
Customer returned meter serial number k-d351-61982. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of high readings was not duplicated during testing. The freestyle blood glucose reading of "hi" (>500 mg/dl) reported by the customer was found in the meter internal log.